Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: d7a, d9, g2, h6 (medical device problem code). Revert d4 (serial) section to blank.. No decon or visual inspection performed since product was not returned and could not be evaluated. (B)(6), a cvicu rn, reported a recurring gas loss alarm on an intra-aortic balloon (iab) pump that occurred twice. He initially attempted to resolve the issue by pressing the ¿start¿ key and confirmed there were no visible issues with the helium tubing or connections. Upon further guidance, he pressed the iab fill button for 2 seconds and restarted therapy, which successfully cleared the alarm. The patient¿s heart rate was consistently in the 120s, which was identified as a likely contributing factor to the alarm. (B)(6) was advised to monitor the situation and report if the alarm recurred multiple times within an hour. No patient harm occurred, and product surveillance steps were initiated, including a catheter return via biohazard box. Notifications were sent to (B)(6). Based on the description, the elevated patient heart rate (120s) likely exceeded the iab pump¿s timing thresholds, triggering the gas loss alarm due to improper balloon inflation/deflation synchronization. The esp representative guided the nurse to use the iab fill and restart therapy, which resolved the issue. There was no malfunction of the iab; rather, the customer required assistance to navigate the proper use of the device. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported that during use of iab catheter sensation plus there was gas loss alarm, there was no harm or injury to patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.